Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Event description:
Litigation papers allege patient has suffered serious injury and harm.

Manufacturer narrative:
(B)(4).

Event description:
Update jul 18, 2017: medical records received. After review of medical records for MDR reportability it was reported that the patient was revised to address pain and metallosis. There is no revision notes provided. Updated the product information. This complaint was updated on: jul 21, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint litigation: papers allege patient has suffered serious injury and harm. Doi: (B)(6) 2009 - dor: has not been revised. (Unknown side). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.